Manufacturer narrative:
The initial MDR 2247117-2016-00093 was filed on december 27, 2016. Additional information (12/12/2016): the customer had provided an additional discordant result obtained on the immulite 2000 instrument s/n: (B)(4). Sample ID (B)(6) was run in duplicate and one of the replicates from the initial run was lower, while another replicate was higher. The sample was repeated in duplicate on the same instrument and both the replicates resulted higher. One of the replicates from the repeat run was reported to the physician(s).

Manufacturer narrative:
The initial MDR 2247117-2016-00093 was filed on (B)(6) 2016. The first supplemental MDR 2247117-2016-00093_s1 was filed on (B)(6), 2017. Additional information (02/22/2017): the customer stated that incorporating centrifugation procedure after performing a mix and prior to running the patient samples has reduced the discordant results. The customer has stopped running the patient samples in duplicate.

Manufacturer narrative:
A siemens customer service engineer (cse) and regional support center (rsc) specialist were dispatched to the customer site. The cse performed a complete system check and verified the functioning of tube processor, dual resolution dilutors, probes, luminometer, and chains. As a preventive measure, the cse replaced the reagent and sample valves. The rsc specialist determined that the customer had left the bulk bottle at room temperature after filling the system reservoir. The bulk substrate used to fill the system reservoir is expected to be stored at 2-8 degrees celsius when not in use or being brought to room temperature to fill the system reservoir. After filling the reservoir, the bottle should be returned to the refrigerator. The rsc specialist observed sample level sense errors which indicated that uncovered tubes were not being seated in the rack or propped up. The rsc specialist also determined that certain samples showed red blood cell rings and pellets, which was indicative of poor sample handling. It was also determined that on-board pre-treatment tubes were not being turned over or discarded regularly. The rsc specialist discussed proper handling conditions with the customer. The cause of the discordant igfbp-3 results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer obtained discordant insulin-like growth factor binding protein 3 (igfbp-3) results on multiple patient samples on an immulite 2000 instrument. The customer ran the patient samples in duplicate and repeated them if there was difference between two replicates. The samples were repeated on the same instrument, resulting different. The results were reported as per section . There are no known reports of patient intervention or adverse health consequences due to the discordant igfbp-3 results.